Event description:
It was reported that the pt had been experiencing occasional strong shocking down the leg since the (B)(6) 2011 after he suffered a fall. The physician noted lead migration. The physician was planning for a lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.